Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was placed back to the right atrial appendage and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.